Event description:
It was reported following a percutaneous coronary intervention (pci) for chronic total (cto) in the proximal left anterior descending (lad) and a percutaneous peripheral intervention (ppi) for severe narrowing lesion in the left common iliac artery, an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram found no anomalies at the left common femoral artery (cfa) puncture site. A 7f sheath was used during the procedure. The patient was pre-medicated with 200 mg of aspirin and 75 mg of clopidogrel daily, and received a bolus of 9,500 iu heparin. After 5 hours of pci and ppi, the angio-seal sts plus was deployed and hemostasis was achieved. One hour later, the patient complained of pain at rest in the left leg. Distal arterial pulses could not be felt. A doppler ultrasound was performed and a stenosis was suspected. Arterial brachial index (abi) was measured 0.75. A lower extremity arteriogram revealed a 99% focal stenosis in the left superficial femoral artery (sfa). Distal embolization due to the angio-seal was suspected, and aspiration with a 7fr thrombuster (kaneka) was performed (details about the aspirated substance unknown). After the aspiration, the patient was relieved from the pain, and distal arteries became palpable. 18 days later, the patient was discharged with no symptoms. No follow-up angiogram was performed as the patient had renal failure, but at one week follow-up, abi was improved to 0.83. The patient has medical history of peripheral vascular disease and was taking anti-coagulant medication.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible as the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that if collagen deposition into the artery of thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal IFU cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.